Manufacturer narrative:
Complaint conclusion: it was reported that the storage tube and obturator disengaged from the sheath introducer and it was noticed that the hook of the filter could not be observed in the expected location inside the storage tube. The physician later realized that he had attempted to use the optease for jugular use in the femoral by mistake. He was unaware that there were two different filters for femoral versus jugular use. The filter had not entered the patient. There was no adverse event and the patient is in stable condition. One non sterile filter, one non sterile 6fr vessel dilator, one non sterile 6fr sheath introducer and one non sterile 6fr obturator were returned inside a plastic bag. No visual anomalies were found on the returned units. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the customer could not be confirmed during analysis since no anomalies were found. No corrective action will be taken at this time since no anomalies were found. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors and is not related to a product quality issue. One non sterile filter, one non sterile 6fr vessel dilator, one non sterile 6fr sheath introducer and one non sterile 6fr obturator were returned inside a plastic bag. No visual anomalies were found on the returned units. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the storage tube and obturator disengaged from the sheath introducer and it was noticed that the hook of the filter could not be observed in the expected location inside the storage tube. The physician later realized that he had attempted to use the optease for jugular use in the femoral by mistake. He was unaware that there were two different filters for femoral versus jugular use. The filter had not entered the patient. There was no adverse event and the patient is in stable condition. The procedure was completed with another product.